Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer initially called to report pain at his insertion site. During the call the customer inquired about blood glucose and missed bolus alerts. Information was provided to the customer. Nothing further reported.